Manufacturer narrative:
The field service representative (fsr) inspected the instrument and check and cleaned multiple parts. A single definitive cause of the discrepant results was not identified. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues have been reported related to false elevated stat troponin-I results for (B)(6). A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for multiple samples. The following data was provided (customer provided cutoff is </= 0.03 ng/ml): sid (B)(6) initial result = 0.13 ng/ml, repeats = 0.01 ng/ml and 0.02 ng/ml no impact to patient management was reported.